Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the three spyscope ds ii devices and a spy ds controller that were used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii, and spy ds controller, were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) spyglass procedure performed on (B)(6) 2022. During the procedure, two spyscope ds ii were used and there was loss of visualization. A third spyscope ds ii was used and there was difficulty passing accessories through it. Therefore, the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks along with a kink on the catheter. There were no issues with the distal tip and witness marks were noted on the umbilicus connector, which indicates signs of use. X-ray assessment of the distal cap of the catheter showed no problems. X-ray imaging of the pebax region showed no camera wire damage; however, a potential kink in the steering wires were noted. A functional assessment was performed. A guidewire was passed through the working length of the catheter through the working channel. The tip of the guidewire was able to come out of the distal end of the catheter with no problems. The same guidewire was passed through the working length again with the tip of the catheter articulated. The tip of the guidewire was again able to come out of the distal end. The catheter working length was fed through a passability fixture. The same guidewire was passed though the working length of the catheter through the working channel and was able to come out of the distal end. The reported event was not confirmed. Product analysis was unable to find difficult to advance problems, the device functioned correctly throughout analysis. During the procedure, it is likely that the tortuous anatomy involved along with the position of the scope itself may have led to difficulty in advancing accessories. Based on all gathered information, the complaint investigation conclusion code selected for the reported difficult to advance accessory issue is adverse event related to procedure, which indicates that the device complaint occurred during the procedure.

Event description:
Note: this report pertains to the three spyscope ds ii devices and a spy ds controller that were used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii, and spy ds controller, were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) spyglass procedure performed on (B)(6) 2022. During the procedure, two spyscope ds ii were used and there was loss of visualization. A third spyscope ds ii was used and there was difficulty passing accessories through it. Therefore, the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4 and h4 have been updated with the additional information received on september 29, 2022. H6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. H10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the catheter. There were no problems with the distal tip and witness marks were noted on the umbilicus connector, which indicates signs of use. X-ray assessment of the distal cap of the catheter showed no problems. X-ray imaging of the pebax region showed no camera wire damage; however, a potential kink in the steering wires were noted. A functional assessment was performed. A guidewire was passed through the working length of the catheter through the working channel. The tip of the guidewire was able to come out of the distal end of the catheter without any problems. The same guidewire was passed through the working length again with the tip of the catheter articulated. The tip of the guidewire was again able to come out of the distal end. Product analysis was unable to find difficult to advance issues, the device functioned correctly throughout analysis. The reported event was not confirmed. Product analysis was unable to identify any damage or defect with the unit. A guidewire was fed through the catheter with no problems. During the procedure, it is likely that the tortuous anatomy involved along with the use of irrigation may have led to difficulty in advancing accessories. Based on all gathered information, the complaint investigation conclusion code selected for the reported difficult to advance accessory problem is no problem detected, which indicates that the device complaint or problem cannot be confirmed.

Event description:
Note: this report pertains to the three spyscope ds ii devices and a spy ds controller that were used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii, and spy ds controller, were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) spyglass procedure performed on (B)(6) 2022. During the procedure, two spyscope ds ii were used and there was loss of visualization. A third spyscope ds ii was used and there was difficulty passing accessories through it. Therefore, the procedure was not completed. There were no patient complications reported as a result of this event.